Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a localized infection at the ipg site. The patient was treated with antibiotics. The physician believed that it was not device related. And the cause was unknown. The patient underwent an explant procedure.

Event description:
It was reported that the patient had a localized infection at the ipg site. The patient was treated with antibiotics. The physician believed that it was not device related. And the cause was unknown. The patient underwent an explant procedure. Additional information was received that the ipg was not explanted and was only treated with another physician.